Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up that morning with an elevated blood glucose (bg) level (512 mg/dl) and was unsure of the cause of the elevated bg level. A correction bolus was delivered to address bg level. At the time of the report, the customer's bg level was 195 mg/dl. Tandem technical support reviewed pump history with the customer there were no alarms received that could have stopped insulin deliveries. A recommendation was made for the customer to consult with their healthcare provider regarding factors that could impact blood glucose levels.